Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a gyn procedure and the tip of the instrument broke off into the patient. The tip was retrieved and sent to pathology. A second instrument was used to complete the procedure with no consequence to the patient. The tip of the instrument isn't available for return.

Manufacturer narrative:
(B)(4). Batch # m91d8p the device was returned with the tissue pad damaged, melted and 100% present. In addition, the blade tip intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch record was reviewed and no anomalies were noted during the manufacturing process.